Event description:
The affiliate reported the customer alleged an elevated cancer antigen (ca) 19-9 result, for one pt, involving unicel dxi 800 access immunoassay system. This is report number one of three. Subsequent testing with a new sample produced a result within the clinical reference range. Retests from the initial sample also produced results within normal clinical reference range. The elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04464 and 2122870-2011-04465.